Event description:
Patient reported, being diagnosed with a neurological disease in error. This record is for the left side. Event has been ruled out. The device has been explanted. Later, healthcare professional reported, "rupture. Mammogram confirmed it".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on patch bond edge side assessed, as unidentified (tear) opening (shell thickness was within specification). And missing shell assessed, as inconclusive. Additional observations: creases were observed. Observed, 40 mm dark patch edge material inside gel device. No further actions are required, as the device was implanted.

Event description:
Patient reported being diagnosed with a neurological disease in error. This record is for the left side. Event has been ruled out. The device has been explanted. Later, healthcare professional reported "rupture".

Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.